Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 5mm distal from the marker band. Inspection of the remainder of the device presented no other damage or irregularities. E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was good.